Event description:
I received the essure implant 6 years ago. Recently diagnosed with piece of coil dislodged from fallopian tube and is in my uterus. Also a "lesion" was discovered on my bladder. I am a (B)(6) perfectly healthy women now needing surgery to remove the coil found in my uterus and the lesion on my bladder. Subsequently, I have read about numerous stories like mine describing effects of the essure implant. The FDA needed to look into the essure implant to determine its long term safety.